Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the icm was interrogated and successfully repaired, however, no information was provided as to what the cause of the ble issue was. There were no patient consequences reported.

Manufacturer narrative:
E3.